Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample was discarded.

Event description:
It was reported that the pads were giving a low flow and the patient was unable to reach the target temperature. The pads were emptied and the temperature probe was changed but the flow remained low. Therapy was interrupted in order to put medium sized pads on the patient. Therapy was resumed with the new pads. The device was used for treatment.